Event description:
It was reported externalized conductors were observed through fluoroscopy. All electrical measurements were normal. The lead was capped and replaced during device upgrade. Patient condition was good after the event.